Event description:
Generator product analysis was completed on 01/05/2016, and lead product analysis was completed on 01/12/2016. During the visual analysis of the lead, the connector pin appeared to be bent. X-ray images of the products suggest the generator's canted spring was compressed, although it was also making a good electrical connection to the lead's connector ring. The pin and connector ring dimensions met lead final packaging specifications. During the visual analysis of the returned lead portions, deep canted spring indentations were observed on the connector ring surface. Continuity checks of the returned lead portions were performed and no discontinuities were identified. With the exception of the bent pin and deep spring indentations, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The bent lead pin was the likely cause of the removal difficulties and generator compressed canted spring condition. Since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The threads show damage toward the top of the generator connector block and were likely created by a tool during attempts to remove the lead in the explant surgery. The in-line cavity go gage passed insertion tests. Bench test leads were inserted and disconnected from the generator with no difficulties. All header dimensions were within specification. No additional adverse functional, mechanical, electrical, or visual issues were identified with the returned generator. A review of available programming history for the patient's generator showed no anomalies. Impedance values were within normal limits from the date of implant, (B)(6) 2012, until the last date of available history on (B)(6) 2015. A review of the DHR of the lead and generator revealed that both products passed all functional testing. As the functional testing requires pin insertion into a generator, the condition of the bent lead pin did not occur during manufacturing. Follow up communication with the implanting surgeon indicated that nothing usual was noted in the initial implant. Furthermore, good electrical contact was made as the device reported an impedance value within normal limits following pin insertion. No additional relevant information has been received to date.

Event description:
On (B)(6) 2015, it was reported through a product return request that the generator and lead were explanted in a planned generator replacement surgery for battery depletion. At the time, the reason for lead explant was unknown. Later communications that day established the surgeon was unable to separate the generator from the lead in surgery on (B)(6) 2015. The surgeon made efforts to manipulate the device, including completely removing the set screw as revealed by the operative report. The patient did not experience any adverse events as a result. The lead and generator have been returned to the manufacturer and are undergoing product analysis. The dhrs for both the generator and lead were reviewed and found all specifications met prior to distribution.